Event description:
It was reported that indicated battery charge dropped from 80% to 5% in a short period of time, but battery charge did not continue to decrease while connected to power and pump did not shut down unexpectedly. There was no reported impact to the customer¿s blood glucose level. Issue was identified as a known battery gauge fluctuation related to existing software, and technical support instructed customer to charge pump with known working supplies, explained that issue was addressed in newer software, provided guidance on updating pump software and on steps to prevent recurrence until update could be completed, and customer acknowledged understanding.